Event description:
The customer reported that the system had an iris potentiometer error and locked up. There was no pt injury or death reported.

Manufacturer narrative:
The customer canceled the service call.